Manufacturer narrative:
There was no device malfunction. The cycler was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: +(B)(4).

Event description:
A report was received on (B)(6) 2026 from the home therapy nurse (htn) of a 52 year old female patient approved for performing solo hemodialysis with a medical history including history of stroke, hypertension and end stage renal disease, who stated the patient lost consciousness during a home hemodialysis treatment on (B)(6) 2026. Additional information was received on 26 jan 2026 from the htn who stated emergency medical services (ems) were called and the patient was transported to hospital and admitted. Upon hospital discharge, the plan of care does not include resuming home hemodialysis therapy.